Event description:
On 28th june, 2023 getinge became aware of an issue with one of surgical equipment - x-ray shield mavig ot50001-mq. Received allegation was pointing to change of cap and rear covers and to a balancing issue. Then, upon the device inspection on 29th september 2023, it was found the covers were in poor condition and were removed from the arm to prevent them from falling. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th june, 2023 getinge became aware of an issue with one of surgical equipment - x-ray shield mavig ot50001-mq. Received allegation was pointing to change of cap and rear covers and balancing issue. Then, upon the device inspection on 29th september 2023, it was found the covers were in poor condition and were removed from the arm to prevent them from falling. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 28th june, 2023 getinge became aware of an issue with one of surgical equipment - x-ray shield mavig ot50001-mq. Received allegation was pointing to change of cap and rear covers and to a balancing issue. Then, upon the device inspection on 29th september 2023, it was found the covers were in poor condition and were removed from the arm to prevent them from falling. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. On 28th june, 2023 getinge became aware of an issue with one of surgical equipment - x-ray shield mavig ot50001-mq. Received allegation was pointing to change of cap and rear covers and to a balancing issue. Then, upon the device inspection on 29th september 2023, it was found the covers were in poor condition and were removed from the arm to prevent them from falling. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by getinge technician, the affected parts were replaced and the device was returned for use. It was established that when the event occurred, the surgical equipment did not meet its specification due to missing covers from the device assembly¿s spring arm, which contributed to the event. Based on information gathered during the investigation, it remains unknown whether the device was or was not being used for patient treatment upon event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing cover or its particles is low. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. It was stated that the fall of plastic cover is due to an incorrect attachment of the dust cover or a detachment due to repeated collisions. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU_eqt_01821en12_extract, page 34). Additionally, users are requested to pay attention to cracks in plastic parts (IFU_eqt_01821en12_extract, pages 29-31). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 28th june, 2023 getinge became aware of an issue with one of surgical equipment - x-ray shield mavig ot50001-mq. Received allegation was pointing to change of cap and rear covers and balancing issue. Then, upon the device inspection on 29th september 2023, it was found the covers were in poor condition and were removed from the arm to prevent them from falling. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.